Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer was treated with manual injection or insulin pen. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active. Customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.